Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on july 05, 2017. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought (B)(6) 2018 around 11:40am the end-user alleged his prodigy meter would not power on to test hid blood sugar. The end-user alleged he was "feeling ill" and tried to test with his prodigy meter and it would not power on. The end-user did not call ems he went to the ER on his own. End-user did not provide the length of time between trying to test and his arrival at the ER. Upon arrival his blood sugar was 317mg/dl. End-user stated he was given a shot of insulin to bring down his sugar but is unsure of what he was given. He stated that no additional tests were performed and he was admitted to the hospital for 24 hours. At the time of discharge the end-users blood glucose was 130m/dl and he was told to follow up with his primary care dr. End user was treated at (B)(6).